Event description:
It was reported that the user experienced prolonged hyperglycemia following a supply change when the infusion connector was not locked into the ilet, resulting in no insulin delivery and glucose levels reported as "high" on the ilet and approximately 600 mg/dl by fingerstick, with an estimated duration out of range of about nine hours; the user administered 15 units of rapid-acting insulin by injection, then completed a full supply change with assistance and resumed insulin delivery, after which glucose trended into range. Investigation included troubleshooting and user education. Further investigation of this case revealed user technique error related to the infusion connector not being secured, with device function restored after proper reconnection and supply change. The user reported symptoms during the event included feeling ¿off.¿ outcomes included the ability to self-manage without outside assistance or medical intervention. It was concluded that, based on previously established findings for similar reports, hyperglycemia occurred due to interrupted insulin delivery from an unsecured connector, resolved with corrective actions and without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.